Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) top display was blank. Although requested, it is unk if there was pt involvement.

Manufacturer narrative:
The eval of and repair of the ventilator has not yet been completed. (B)(4).